Event description:
It was reported that on (B)(6) 2021, the expedium navlock 5.5 cannulated driver tip snapped off into the screw shaft. The patient was not harmed. Due to the cannulation of the driver tip, it was possible to pull out the tip from the screw head and advance the screw with a new driver. The screw was fine and the broken tip was able to be removed. There were no patient consequences. Procedure outcome is unknown. This report involves one (1) unknown screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.